Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7236769; medical device expiration date: 08/31/2018; device manufacture date: 08/24/017. Medical device lot #: 7258963; medical device expiration date: 09/30/2018; device manufacture date: 09/15/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had excess amounts of clot activator on the wall, which may be the cause of the constant incidence of fibrin. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. However, the samples were not tested for the indicated failure mode for sample quality( fibrin) and excessive additive quantity. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. Also, the customer indicated failure mode for excessive additive was evaluated and it was determined that the excessive additive would lower the likelihood of fibrin formation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Investigation conclusion: based on the evaluation of the customer complaint, the samples were not tested for the indicated failure mode for fibrin and excessive additive quantity. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. Also, the customer indicated failure mode for excessive additive was evaluated and it was determined that the excessive additive would lower the likelihood of fibrin formation. Root cause description: based on the investigation, no true root cause could be determined. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.